Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the most recent repair record determined the ratchet handle could not perform the up/down motion; however, the repair was not completed because the ratchet was irreparable. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during kit inspection, the ratchet handle does not move up or down. There was no patient involvement. Due diligence is complete; no further information is available.